Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to cse arrival, the customer cleaned the grippers and re-taught the robot. After evaluation of the instrument and instrument data, the cse replaced the grippers and performed teach points. Samples were monitored during testing for over two hours and there were no additional incidents. The cause of the dropped tubes is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Two sample tubes were dropped by an advia labcell sample manager prior to sampling by an analyzer. One of the patients had to be re-drawn and the other patient sample, tested for heparin, was reported with a 2 hour delay. The operator cleaned the spill wearing appropriate personal protective equipment and no injury or exposure was reported. There are no reports of patient intervention or adverse health consequences due to the dropped tubes.